Manufacturer narrative:
(B)(4). PMA/510(k) #: k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported when the surgeon pressed the foot pedal to activate the cook® single-use holmium laser fiber, the fiber popped. The fiber was removed and appeared to be cracked. The white sheath was noted to have begun melting. Another like fiber was used to complete the procedure as intended. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and dimensional verification of the returned device was conducted. The investigation also included a review of complaint history, the device history record, drawings, the instructions for use, quality control data, and specifications. One opened package labeled rpn hlf-s200-hsma, and label lot 8279880x was received. The fiber was returned in two segments and without the protective coil and packaging tray. The distal segment measured 238.5cm from the distal tip to the point of separation. The quartz tip extends 7mm from the end of the blue cladding. The proximal segment including the plug measured 61cm. The total length of both segments measured within the specified tolerance. The fiber was burnt and the quartz broken 61cm from the proximal end of the plug. The white protective sheath is twisted, partially separated and has a melted appearance. Dark discoloration was visible between the sheath and the cladding at the point of separation. Blue cladding and quartz was completely severed. All indications energy has been transmitted through the fiber. The instructions for use (IFU) contains the following precautions: a number of different factors affect the life of any particular fiber, including: extending lasing at high power. Continuous lasing with the fiber tip in contact with tissue. Improper handling. Poor lasing beam alignment of focus. Never subject fiber optics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. A review of the device history records found no non-conformances that would have caused or contributed to this reported incident. A review of complaint history records revealed there have been no related complaints associated with the complaint device lot number 8279880x. The returned laser fiber was fractured and partially separated. The damage to the fiber was noted at 61cm from the plug. The definitive cause of the damage is unknown but likely occurred during handling/use of the fiber.